Event description:
A customer reported a cartridge alarm, and their blood glucose was displayed as "high," with the specific value unknown. There was no adverse impact to the customer's blood glucose level. The customer had not taken steps to address the high blood glucose but planned to use multiple daily injections later. Technical support resolved the issue by sending a replacement pump and provided instructions for returning the faulty pump. The customer acknowledged the guidance given and had no backup therapy available.